Event description:
It was reported that there were high rv (right ventricular) thresholds with this device. The device was explanted and replaced, and thresholds with the new device were low. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device is part of the field advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that there were high rv (right ventricular) thresholds with the device. The device was explanted and replaced, and thresholds with the new device were low. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device is part of the field advisory for this model. Evaluation summary: no anomalies were found. Analysis of the automatic lead diagnostic data found the atrial and ventricular leads measured an open in 2009, which coincides with the explant date.